Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant; upon interrogation, the pulse generator exhibited high impedance and loss of capture. The patient was asymptomatic. During x-ray examination the physician suspected that the lead was not inserted properly in the device. The device was explanted and replaced on (B)(6) 2016; the lead was inserted in the new device and the issue was resolved. The patient was fine during and post procedure.

Manufacturer narrative:
Final analysis found epoxy inside the ventricular-ring spring slot. The epoxy hardened between the contact spring surfaces and the ring slot surface. The epoxy was isolating the spring from the ring slot preventing signal transmission causing high lead impedance. Before the epoxy bonds were broken loose inside of the slot, it may have been causing lead insertion problems also since the spring could not expand to allow the lead to pass through it. Sem spectrum analysis verifies the substance is epoxy.